Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity decreased from three years to a year and a half in approximately seven months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services recommended a safe replacement interval of 90 days. The physician was notified of this information and the patient was referred to an electrophysiologist for a follow up. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity decreased from three years to a year and a half in approximately seven months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services recommended a safe replacement interval of 90 days. The physician was notified of this information and the patient was referred to an electrophysiologist for a follow up. No adverse patient effects were reported. Additional information was received indicating that the estimated remaining battery longevity decreased from one year to four months in a four-month time period. A new request was made to have data from this device analyzed and a 90 day replacement window was provided. The replacement procedure is going to be scheduled. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity decreased from three years to a year and a half in approximately seven months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services recommended a safe replacement interval of 90 days. The physician was notified of this information and the patient was referred to an electrophysiologist for a follow up. No adverse patient effects were reported. Additional information was received indicating that the estimated remaining battery longevity decreased from one year to four months in a four-month time period. A new request was made to have data from this device analyzed and a 90 day replacement window was provided. The replacement procedure is going to be scheduled. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The hospital kept the explanted product.

Manufacturer narrative:
If the product is returned by the hospital, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity decreased from three years to a year and a half in approximately seven months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services recommended a safe replacement interval of 90 days. The physician was notified of this information and the patient was referred to an electrophysiologist for a follow up. No adverse patient effects were reported. The device remains in service.additional information was received indicating that the estimated remaining battery longevity decreased from one year to four months in a four-month time period. A new request was made to have data from this device analyzed and a 90 day replacement window was provided. The replacement procedure is going to be scheduled and no adverse patient effects were reported. The device remains in service.